Event description:
New information received indicates that the newer rv lead also has low out-of-range pacing impedances associated with it. The patient is not pacemaker dependent. No intervention was performed and the patient will be monitored.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that this ICD detected high out-of-range shock impedance measurements. The device system was electrically deactivated but remains implanted. No further intervention is planned. No adverse patient effects were reported.

Event description:
New information received indicates that the lead revision procedure did not resolve the oversensing of noise which could not be reproduced with pocket manipulation. Boston scientific technical services (ts) suspects that the cause of the oversensed noise is likely a result of the rv lead rate/sense coil touching the exposed distal coil of the fractured right atrial (ra) lead which is currently implanted but electrically abandoned. The device was reprogrammed but the noise was still oversensed. The device was again reprogrammed and appears to have resolved the issue. The patient will be monitored.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected low out of range pacing impedances on the right ventricular (rv) lead and high out of range pacing impedances on the right atrial (ra) lead. There was also noise, oversensing and inappropriate anti-tachycardia pacing (atp) therapy delivered. A lead revision procedure was performed. All available information indicates that this device remains in service. No adverse patient effects were reported.